Event description:
The customer reported multiple elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. The customer stated all the patient samples were analyzed in duplicate and retested within the acceptable limits. The cardiologist could not locate any reason for the elevated troponin I results and noted the results did not correlate with the clinical picture of the patient. The customer performed a 1:2 and 1:3 dilution and noted the results were reproducible. The customer utilized a scantibody tube to block heterophile interferences, but the results continued to be elevated. The customer also sent a sample to a sister hospital for alternate methodology testing which recovered a result of less than 0.15 ng/ml. The elevated results were released out of the laboratory, and the patient was admitted to a higher level care for additional monitoring. There has been no report of current patient status at present. This is report one of five reflecting event date (B)(6) 2012. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Additional information: testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Beckman coulter product insert states: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interferes with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase 40, 41. Carefully evaluate the results of patients suspected of having these types of interferences.

Manufacturer narrative:
The field service engineer (fse) performed all hardware verification per the established procedures. No issues were noted and all tests passed within instrument specifications. Patient samples were collected in 7 ml lithium heparin tubes and analyzed in the primary tube. The tubes were centrifuged in a swinging angle bucket at 4,000 rpm (revolutions per minute) for five minutes. All four levels of quality control (qc) performed within the laboratory's established ranges at the time of the event. Calibration performed passed within the acceptable ranges. A routine system check also passed within the instrument specifications. There were no system or reagent issues noted. A definitive cause of the event is unknown. All related medwatch reports associated with this incident: 2122870-2012-01685, 2122870-2012-01686, 2122870-2012-01687, 2122870-2012-01688, 2122870-2012-01689.